Event description:
A male underwent initial aaa repair in 2008. One flex main body and two iliac leg grafts were placed. The patient was a rupture case that had come in during the night. On the final angiogram, there were no endoleaks noted. The patient continued to have problems and had multiple medical factors such as colon cancer. The physician did an ultrasound and discovered a distal type I endoleak from the right side. On nine days later, the patient underwent additional surgery and the physician coil embolized the hypo on the right and extended to the external with another iliac leg graft. There was no room to save the hypo. On the left, the iliac leg graft was pretty far from the hypo, so the physician decided to go ahead and extend with another iliac leg graft on the left down to the hypo. The patient is doing well.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically states inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. The device remains implanted an no images were provided to assist in this investigation. An internal clinical review indicated the event was due to patient anatomy. We have notified the appropriate individuals and will continue to monitor for similar events.